Manufacturer narrative:
Unable to perform the displacement. Insulin pump received with cracked and bleeding lcd glass, cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump felt down on ice and got cracked on insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.